Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date for the lead are not available. The initial reported event of infection was received on 2015-11-18. Of note, the infection event is normally submitted via am alternative summary report (asr) submission that should have been submitted on 2016-01-31. Information was subsequently received on 2015-12-03 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for asr reporting and is therefore being submitted as a 30-day report. Concomitant product: 4568-53 lead, implanted: (B)(6) 2002; 694765 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced an infection approximately five months after a device exchange had occurred. Cultures were taken and the patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was extracted. It was further reported the patient experienced endocarditis and lead vegetation and that the patient passed away approximately three weeks after the explant of the implantable cardioverter defibrillator (ICD) system. The cause of death was noted as septic shock. The source of the infection is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.